Event description:
It was reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using lispro insulin. Tandem customer technical support informed customer that lispro insulin is indicated for use with tandem supplies for 2 days. To resolve the issue, the customer changed the infusion set and cartridge, resuming insulin.